Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned due to an increase in pacing thresholds measurements. It was also reported that the patient was experiencing discomfort with rv pacing. No additional adverse patient effects were reported.